Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had been depleting the batteries quickly, and the device had been alarming motor error alarms. Customer stated the motor error alarm occurred after a sensor alarm and a low battery alarm. Customer's blood glucose was 112 mg/dl. During troubleshooting, found a motor position encoder error. . Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms due to a corrupted history file. The insulin pump received with normal operating current, no unexpected low battery test noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.